Manufacturer narrative:
The devices been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filled. Cartridge information as follows: animas insulin cartridge, insulin infusion pump cartridge, (catalog): 100-365-02, (lot): b201592.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that she woke up and saw a "4 inch" long air bubble in her infusion line with an elevated blood glucose (bg) of 300 mg/dl. The patient also reported that the pump motor was loud and did not sound correct. The patient denied testing positive for ketones or developing any signs and/or symptoms suggestive of hyperglycemia. The patient's reported bg reading does not meet animas' criteria for serious injury. At the time of troubleshooting, the patient stated, she changed the site (including cartridge and insulin) the night prior to when issue was discovered. The patient claimed, there was no air in cartridge at time of set change and confirmed she used room temperature insulin to fill the cartridge. At the time of the call, the patient removed the cartridge from the pump and confirmed there were no air bubbles present. The patient denied seeing any crack or leakage from tubing or cartridge. The patient reported that the pump primed easily and there was no leakage at any of the connections. During review of pump history, pump settings (date/time, basal rates, bolus amounts) were confirmed to be correct. All targets were also correct. No associated alarms were found in pump history.